Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 225 units of insulin. Reportedly, the customer was not aware of the air removal step of the load process. The customer¿s blood glucose level was in the mid-200's (mg/dl). Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.